Event description:
Customer's mother called to report pod that did not insert. He wore pod (for an unknown amount of time) and bg's were rising steadily up into the 400's. He then removed pod and noticed that needle hadn't retracted and cannula had not inserted. No further issues reported. The device is being returned for evaluation.

Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism had fired prematurely due to a damaged component, leaving the needle tip partially extended and unable to retract. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. This condition would be visible to the user via the viewing port upon application to the selected infusion site. The DHR provides evidence that the lot met the acceptance level prior to release.